Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a routine generator change procedure due to normal battery depletion (nbd), the physician observed this right atrial (ra) lead exhibit terminal separation between the ring and insulation. The lead measurements were tested and found to be stable within normal limits (wnl). The physician opted to leave the ra lead implanted and in service with the new device. No additional adverse patient effects were reported. This ra lead remains in service and will continue to be monitored at this time.